Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter displayed an inaccurately high result compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading inaccurately at around 1am on (B)(6) 2017, when he obtained an alleged inaccurately high blood glucose result of ¿over 400 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with a combination of humalog and lantus insulins. He reported that after obtaining the alleged inaccurate result, he administered 25 units of lantus and 18 units of humalog. He reported that a short time later, his son found him ¿passed out on the bed.¿ he reported that the emergency medical services (ems) were contacted and the patient was treated with three packs of glucose gel at around 1:30am. The patient was unsure if a blood glucose result was obtained on the ems meter at the house. He reported that he was taken to the hospital where he was given food and drink; he was unable to say if he received any other treatment. During troubleshooting, the patient confirmed that her meter was set to the correct unit of measure and his test strips had been stored correctly and were within expiry date. The patient was unable or unwilling to perform a control solution test. Replacement products were sent to the patient this complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Passed out for which he required hcp intervention, after obtaining an alleged inaccurately high blood glucose result on the subject meter and injecting insulin.